Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 380 mg/dl and ended up going to the hospital. Customer treated with manual injection. Customer stated when she got to the hospital the blood glucose was 600 mg/dl. Troubleshooting was done for motor error alarm. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump was unable to prime during prime alarm test due to faulty force sensor. Insulin pump passed basic occlusion and displacement test. No motor error alarms noted. Motor tested ok. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, broken belt clip slot and cracked case near display window corners noted during visual inspection.